Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: ground bond failed performance specification. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed the homechoice rite (return instrument test / evaluation) functional test due to a reload set 197 (ld/vsl stabilization - phase 2) and failed the rite electrical ground bond test. The pal (product analysis lab) evaluated the device. Resistance measurement between the power entry module and the door post ground was within ground bond specifications. The cause for rite test failure - ground bond was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the rite electrical failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.